Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by a user that the pc unit sparked, beeped, and displayed a "shut down" message. There was no patient involvement. In the biomed's inspection, he was unable to see any evidence of scorching, could not replicate the event, and the device powered on and off without issue. A review of the logs identified some battery charge level errors, and an error code 600.6840.5 in the history. The device was due for a battery replacement in (B)(6) 2019.

Event description:
It was reported by a user that the pc unit sparked, beeped, and displayed a "shut down" message. There was no patient involvement. Per the biomed inspection, he was unable to see any evidence of scorching, could not replicate the event, and the device powered on and off without issue. A review of the logs identified some battery charge level errors, and an error code 600.6840.5 in the history. The device was due for a battery replacement in may, 2019. Although requested, there were no further details provided by the customer.

Manufacturer narrative:
The customer¿s report of sparking and displaying a shutdown message was partially confirmed in the pcu event log. The pcu does confirm a shut down, however sparking or thermal damage was not confirmed. The pcu event log and error log indicated two central unit malfunction errors occurred on (B)(6) 2019 at 2:49 am, both for psp charge level low failure (error code 120.4610.0).. The pcu battery log shows the pcu was in a charge level low state at 2:49 am on 02 march 2019. Functional testing was able to replicate charge level low failure (error code 120.4610.0). The battery was replaced with a known good battery and the device was tested again, the pcu was able to switch properly between ac and dc power without triggering an error code. The pcu battery (p/n 49000167 rev02) has a date code of 1644, which translates to the 44th week of 2016. The root cause for the error code was due to a defective battery (end of useful life). The reported ¿sparking¿ or thermal damage was not observed with the returned pcu.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
It was reported by a user that the pc unit sparked, beeped, and displayed a "shut down" message. There was no patient involvement. Per the biomed inspection, he was unable to see any evidence of scorching, could not replicate the event, and the device powered on and off without issue. A review of the logs identified some battery charge level errors, and an error code 600.6840.5 in the history. The device was due for a battery replacement in (B)(6) 2019. Although requested, there were no further details provided by the customer.